Event description:
The customer reported via phone call that their sensor had calibration error alarms and change sensor alerts. The customer also reported receiving a bad sensor alert. It was also found the customer had a blood glucose of 50 mg/dl. The customer treated their blood glucose with juice. It was also found the customer's blood glucose rose to 300 mg/dl once they were home. The customer was advised their sensor will be replaced. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.